Manufacturer narrative:
It was documented on october 22, 2015 that the device was returned on october 19, 2015. Device investigation summary ¿ an extraction screwdriver was returned with the threaded distal tip of the inner shaft broken. The broken piece was not returned. The outer sleeve and handle of the extraction driver was returned with the driver. The inner shaft of the extraction driver may have broken due to not fully inserting the inner shaft in the handle/sleeve or off axis use. Replication of the complaint condition is not applicable and the complaint is confirmed. The extraction screwdrivers are part of the spine screw removal system and are used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined and the compliant condition was able to be confirmed as the inner shaft was found to be missing the distal threaded tip (approximately 3.5mm long). A large amount of torque may have been required to remove a screw due to bone and tissue growth capturing the screw. Off axis use could have also caused the fracture seen. Details of the technique used or condition of the implants were not provided and so a definitive root cause is indeterminate. Product drawings were reviewed during the evaluation. A design change was noted: the material of the inner shaft has changed from (B)(4) to improve its strength and ductility. Later a new shaft was also made in which the knob was improved to include the legend fully tighten. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. DHR review ¿ part number: 352.311. Synthes lot number: 5233418. Release to warehouse date: may 3, 2006. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. It is unknown when the tip actually broke; however, the discovery was made on (B)(6) 2015. Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the center styler of the vectra extraction screwdriver was found with the tip broken off. No patient harm was reported. This report is 1 of 1 for (B)(4).